Manufacturer narrative:
Product analysis sfr-6-30, item:10,lotno:b772972 as found condition: the solitaire fr 6-30 stent device was returned for analysis within its introducer sheath, inside a dispenser coil, in a sealed biohazard bag, and a shipping box. However, the microcatheter was not returned with the solitaire stent device. Additionally, the model and size of the microcatheter were not reported. Therefore, any contributing factors from the microcatheter, including its compatibility with the solitaire stent device, cannot be determined. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned and were observed to be damaged. The introducer sheath was in good condition. The stent¿s working length struts were observed to have damaged finger markers, while the non-working length struts were in good condition. The glue domes outside the proximal marker were damaged. The marker coil was in good condition. No kinks or bends were noted on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the working length finger markers and glue domes were damaged on the returned solitaire fr 6-30 stent device. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the microcatheter against resistance. However, the root cause of the resistance could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged microcatheter, failure to maintain the correct flush rate, rhv being loose during delivery, or a lack of continuous saline flush during delivery. In this event, the customer stated that the vessel tortuosity was normal and that a continuous saline flush was administered and maintained, ruling out vessel tortuosity and a lack of continuous saline flush during delivery. Therefore, an incompatible or damaged microcatheter, failure to maintain the correct flush rate, or rhv being loose during delivery could have contributed to the resistance complaint. Since the microcatheter was not returned, and the model and size were not reported, any contribution of the microcatheter to the resistance complaint could not be determined. The customer¿s ¿failure to open¿ complaint could not be confirmed during device analysis. The likely cause could be finger marker or strut damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 mpxr (B)(4) (rep, hcp, for): medtronic received a report that the patient was undergoing treatment for intracranial thrombectomy. It was noted the patient's vessel tortuosity was normal. The stroke onset to reperfusion time was 60min. It was reported that during the procedure, the surgeon delivered the stent into the microcatheter. After deployment, the stent's distal tip failed to open properly. Multiple adjustments were attempted but were unsuccessful. The stent was withdrawn, and a replacement stent was used to successfully complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. (B)(6) 2025 e1 (rep, hcp, for): additional information received reported the patient's post-thrombectomycondition was normal. The resistance was in the distal section of the catheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). (B)(6) 2025 e2, ared (rep, hcp, for): no new information.

Event description:
Medtronic received a report that the patient was undergoing treatment for intracranial thrombectomy. It was noted the patient's vessel tortuosity was normal. The stroke onset to reperfusion time was 60 minutes. It was reported that during the procedure, the surgeon delivered the stent into the microcatheter. After deployment, the stent's distal tip failed to open properly. Multiple adjustments were attempted but were unsuccessful. The stent was withdrawn, and a replacement stent was used to successfully complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported the patient's post-thrombectomy condition was normal. The resistance was in the distal section of the catheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.